Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It should be noted that the electronic perclose proglide instructions for use states: complete knot advancement by applying slow, consistent increasing tension on the left forefinger until the rail suture is taught. Do not excessively tighten the suture knot. In this case, the IFU deviation appears to have contributed to the reported difficulties. Based on the information provided, the reported suture separation appears to be related to user error. In this case, the instructions for use deviation appears to have contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 2017 - excessive force.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using a proglide device after an unknown procedure. Reportedly, while advancing the knot, the physician pulled too hard and the suture broke. Manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.